Manufacturer narrative:
Concomitant medical products: 407645, lead, date of implant: (B)(6) 2005; 2231, competitor lead, date of implant: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for pacing impedance out of range. The lead remains in use. No patient complications have been reported as a result of this event.